Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a software issue. The customer requested to reconnect or resynchronization to the server. The user was able to issue the medications from the pharmacy, but there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist resolved the data synchronization error by having users release the item, recycling the data synchronization server service and fully syncing the device. Users confirmed patients are now visible at the device. The system functioned as intended after the technical support specialist troubleshooted the device.